Event description:
It was reported to philips healthcare that the heartstart mrx unexpectedly shutdown and cycled back on during ambulance patient monitoring. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.